Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of over 400 mg/dl for the past 6 months due to occluded infusion set cannulas. The patient changed the infusion set and bolused though the infusion device and injected insulin via syringe to lower blood glucose levels. The patient's normal blood glucose range is 100-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin set was requested to be returned for evaluation.